Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 21-feb-2020, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 27-may-2020, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 2 weeks later, the patient suffered back pain and blood in urine. The patient was hospitalized and received pain medication as treatment. The cause of the event is unknown. The investigator has assessed the event as unlikely related to the endurant ii stent graft and procedure. The sponsor has assessed the event as not related to the endurant ii device, but related to the procedure. The event was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported the patient received oral antibiotics as treatment for the uti. The sponsor has updated their event assessment to having a causal relationship with the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the event term has been updated to "urinary tract infection". The investigator has assessed the event as not related to the endurant ii device or the procedure. If information is provided in the future, a supplemental report will be issued.